Event description:
Crown applied to root canal with relyx unicem2 3mespe. Immediate violent bitterness, unquenchable thirst, muscular weakness; facial, extremities, speech muscles, respiratory, frequent voidings, apparent hypothalamus attack, violent headache, partial area and motor areas of brain, needed physical assistance to walk, very high blood pressure. Am an rn with already, known allergies unable to communicate allergies and knowing my own body, took a stat benadryl po despite violent bitterness. Dentist and assistant sat with me. This lasted 2-3 hrs. Very weak, but drove self home 1hr. Away. Teeth chattered, molars, for 3 days weakness for several days. Evidence of kidneys not filtering as always, recall?... Placing crown after root canal at dr. (B)(6).